Event description:
Complainant alleged that the staff was defibrillating a 75 year old female pt. They delivered one 360 joule shock to the pt. Upon the second 360 joule shock to the pt, the staff observed a small arc at the apex pad. Upon third 360 joule shock to the pt, the staff observed a large arc at the apex pad. When the stat padz multi-function electrodes were removed from the pt the staff observed a burn mark on the pt's chest. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction. The defibrillation of the pt was a "last ditch effort" to save the pt.